Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had high impedance and a high ventricular threshold warning for an elevated threshold. The lead is still active. No patient complications have been reported as a result of this event.